Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 24 (atmosphere pressure out of range) occurred during pumping. Reportedly, the customer changed the cartridge and insulin delivery was resumed to address the event. Additionally, it was reported that the battery was noted to be depleting quickly. However, the customer declined to troubleshoot with tandem's technical support. There was no impact to blood glucose.